Event description:
During the ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed a mid:09 (air trap assembly) message. Another thermogard system was utilized for therapy. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a mid:09 (air trap assembly) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a failed air trap sensor block. Technical investigation revealed that the traces of saline noted on the air trap sensor block of the thermogard system as the cause of the failed component. The possible cause for the saline traces was an overflow of saline into the air trap holder, likely caused by a leaking start-up kit (suk) or user mishandling. However, there was no recent previous event found for a leaking suk associated with this thermogard system. Upon visual inspection, no physical damage was observed. The event log review indicated multiple mid:09 errors, confirming the reported complaint. The thermogard system failed functional testing due to mid:09 displayed upon powering on, confirming the reported complaint. The failed air trap sensor block with board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).